Event description:
During robotic surgery, instrument not performing properly. Per surgeon, instrument not grasping properly. No patient harm reported. Instrument was removed from field and tagged. Instrument sent to spd and placed in broken instrument bin for robotic leader to fill out appropriate forms. Spd- sterile processing department.